Event description:
It was reported that the patient implanted with this bundle of his lead had an infection. No additional adverse patient effects were reported. All available information indicates that, as of this time, the lead remained capped. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).